Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Technical services request data to send in for further analysis, but have not received yet. Additional information was received, stating that the device was explanted and successfully replaced. There were no patient complications or adverse effects reported.